Manufacturer narrative:
This event is reportable, because a recurrence may cause or contribute to a death or serious injury. Device will be returned for evaluation. Investigation is pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date - (B) (6) 2009, inratio - 4.3, lab - 8.6; date - (B) (6) 2009, inratio - 5.6, lab - 8.6.